Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat a 3cm ulcer in the posterior wall of the first part of the duodenum during a gastroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to close the clip on a non-spurting vessel with ¿stigmata of bleeding.¿ adrenaline was injected into the ulcer base. Both arms of the clip remained wide open and did not close or deploy properly when released and subsequently fell into the patient. The physician decided to retrieve the clip with a roth net. While attempting to remove the clip, the clip fell out of the roth net into the patients throat. The physician tried to retrieve the clip from the patient's throat; however, he was unsuccessful. The patient then underwent an additional ent procedure under general anesthesia. The patient passed away the same day. According to the physician, the cause of death was due to the patient's co-morbidities, including heart failure and general anesthetic use in a high risk patient. He does not believe that death was due to the failed deployment of the clip . Additional information received on 03dec2014. The patient was referred for suspected upper gastrointestinal bleeding after being admitted in the coronary care for acute heart and renal failure. According to the complainant, the clip was used to treat a mild gastritis and a cratered ulcer in the duodenum. A visible vessel and stigmata of recent hemorrhage was noted. Initial attempts of clipping followed by 10ml of 1:1000 adrenaline were unsuccessful. Initially, the clip was not able to deploy onto the mucosa; however, when the clip was deployed the prongs remained wide open. The physician decided to complete the procedure using the gold probe coagulation. An attempt to retrieve the clip using a roth net device was performed. Unfortunately, during retrieval the clip slipped out of the roth net and lodged at the base of the tongue/ epiglottis. The clip was in the pre-pyloric region with its prongs open. The concern was that the detached open clip might move to the duodenum and cause recurrent bleeding and further injury to the ulcerated area. Patient was getting distressed with the attempt to retrieve the detached clip. Ensuring that the clip was not in the laryngeal area, it was decided to abandon the attempt to retrieve the clip. An ent was later on requested to remove the detached clip under general anesthesia.

Manufacturer narrative:
Additional procedure performed. Reported issue of clip deployment issues. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat a 3cm ulcer in the posterior wall of the first part of the duodenum during a gastroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to close the clip on a non-spurting vessel with ¿stigmata of bleeding.¿ adrenaline was injected into the ulcer base. Both arms of the clip remained wide open and did not close or deploy properly when released and subsequently fell into the patient. The physician decided to retrieve the clip with a roth net. While attempting to remove the clip, the clip fell out of the roth net into the patients throat. The physician tried to retrieve the clip from the patient's throat; however, he was unsuccessful. The patient then underwent an additional ent procedure under general anesthesia. The patient passed away the same day. According to the physician, the cause of death was due to the patient's co-morbidities, including heart failure and general anesthetic use in a high risk patient. He does not believe that death was due to the failed deployment of the clip .